Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information.

Event description:
The affiliated stated the customer reported a falsely elevated troponin I (access accutni+3) result, above the normal reference range, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 65.93 ng/ml was obtained but was not released out of the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 7.94, 10.93, and 8.59 ng/ml. There was no patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) was within specification, and there were no system issues at the time of the event. The instrument was in normal operation.